Event description:
Peg driver broke during surgery. The incorrect insertion device was used and surgeon was made aware. No patient harm, no surgical delay. Update - in 2009, sales rep was informed that a piece of the driver was left in the head of the peg which is in the patient.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided information states the peg driver broke due to the surgeon using the incorrect insertion device, the surgeon was made aware of which instrument to use. Based on the investigation, the need for corrective action is not indicated.